Event description:
An eye care professional reported that a patient experienced pain following a blow to his left eye while in the swimming pool during a vacation. He did not take any notice of it until he returned from holiday. The patient was then hospitalized for 11 days and is still undergoing treatment, which included antibiotic and midriatic. A circular opacity (around 4 mm) at 9:00 from the limbus to corneal center was diagnosed with resultant scarring expected. Pre-event acuity reported as 10/10. Current acuity is unknown. Request has been made for additional information and for lenses to be returned for evaluation, however the lenses have been withheld by the hospital and no further information is available at the time of this report.